Event description:
During an MRI examination, it was reported that a pt's fingers became caught betwen the examination table and the magnet cover. Two of the patient's fingers were broken, and one finger also required stitches.